Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of at least eight (8) paclitaxel sets would not absorb bubbles. This issue was identified during priming with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not available; however, a photograph of one (1) sample was provided for evaluation. A visual inspection of the photograph was performed; the photograph was distorted and not clear for analysis. Due to the nature of the sample, no additional testing could be performed. The reported condition could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.